Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient was examined by their dentist to evaluate the progress and status of the patient's treatment. Dentist found that the patient is in class I posterior molar and canine relation with an occlusal shift of about 0.5mm from first contact to maximum intercuspation. The patient presented with an anterior open bite and an inability to incise or make anterior contact. The alignment of the patient's anterior teeth is less than ideal with the rotation of #10 and the uneven length of the lower anterior four teeth being most notable. It appears correcting the alignment and the length of the incisors could result in an acceptable outcome both aesthetically and functionally. Patient stated that dentist recommended that they stop treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.